Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an intermittent audio output occurred. The patient stated that her glucose went low, but the receiver did not alert her. She had just gone to bed a short time prior, and at about 1:00 am on (B)(6) 2019 she was unable to be awakened and could not get up out of bed. Her husband confirmed that the device had not alarmed. He called emergency medical services (ems) and upon arrival they checked her blood glucose (bg) which was 21 mg/dl. Since she was not alert, she did not know what the continuous glucose monitor (cgm) reading was at the time. She was given glucose via intravenous (IV) therapy and taken to the hospital by ambulance. Later at the hospital her cgm was providing readings but again did not alert as expected. She was fed at the hospital and then her glucose was high, so she was given insulin. At the time of contact, the patient was doing fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.